Manufacturer narrative:
An event of explant following endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 23mm trifecta valve was implanted. On (B)(6) 2018, the patient was diagnosed with endocarditis by echocardiogram. On (B)(6) 2018, the valve was explanted and replaced with another valve (manufacturer unknown), and the patient was treated with antibiotics. (Clinical study patient ID: (B)(6)).